Event description:
It was communicated on (B)(6) 2024 that the rubber encasing of the patient cable was loose, and the red battery strap was frayed. The system booted up and functioned as intended, and no errors occurred. The patient cable and battery strap were to be replaced, and a software label would be added.

Manufacturer narrative:
B5 narrative information: no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that no external power alarms occurred repeatedly over several days when the patient was connected to the mobile power unit (mpu). Log file review was requested, and the mpu was exchanged.

Event description:
It was reported that, according to the patient, the mpu had a v-lock connector on the ac power cord. The power cord did not come loose and there were no environmental circumstances that would have affected ac power at the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: damage ¿ cable. Damage ¿ red battery strap. The reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed. The mpu (serial number: (B)(6)) was returned for analysis to the european distribution center (edc) and a log file was submitted (B)(4) from the heartmate 3 system controller (serial number: (B)(6)) for review that showed events spanning approximately 6 days ((B)(6) 2024 ¿ (B)(6) 2024, 01jan2000, 02jan2000, 17oct2024 per timestamp). No external power events were active throughout the log file while connected to the mpu due to the voltage on both cables simultaneously dropping to ~0v. Pump operation was not affected during these events and the backup battery provided power to the system. There were no other notable alarms active in the log file. The mpu was functionally tested, and the unit was found to function as intended. Additional information provided on 13dec2024 stated the mpu has a v-lock connector on the ac power cord, the cord did not come loose for the unit or outlet, and that there were not any environmental circumstances that may have affected ac power at the time of the event. A root cause for the reported event was unable to be conclusively determined. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 07jan2016. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power, low voltage and power cable disconnect alarms. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) ( rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.